Event description:
It was reported that the pta balloon would not deflate. Reportedly, the pta balloon dilatation catheter was successfully inflated for one minute at the target site in the distal peroneal artery. The catheter was retracted approx 4 cm and the second inflation was performed; however, it would not deflate. The physician pulled the balloon back over the guidewire and was able to successfully remove it through the sheath while still the pta balloon was still inflated. The pt had critical limb ischemia and no palpable pulses pre-procedure. A palpable pulse was identified post-procedure and there was a good angiographic result.

Manufacturer narrative:
The lot number for the device has been provided. The device history records were reviewed with special attention to the raw materials, the subassemblies, the mfg process and the quality control testing. This lot met all release criteria. There is nothing seen in the DHR to indicate that there was a mfg related cause for this event. The sample has been returned to the MFR for eval. The investigation is currently underway.